Manufacturer narrative:
Correction of information: h11 - corrected data: d4: reported as: (B)(4). Correct to: primary unique device identifier (UDI)#: (B)(4). "UDI related data quality updates only". Additional information: h6- device history record (DHR) review; the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted, removed, and replaced a 12.6mm vicm5 12.6. -13.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024.the lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in vial, with moisture and debris on product. Visual inspection found haptic torn and debris on the lens. Claim# (B)(4).